Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head had multiple damages and needed repair. Analysis indicated that the upper case was broken, that the cable was cut, and that the head failed incoming tests. The upper case and the cable were replaced and the head passed all functional and system tests. (B)(4).

Event description:
It was reported that the radio frequency head was in need of repair due to physical damage consistent with everyday use of the head. This includes, but is not limited to, cord kinks, insulation damage of head cord, and physical damage to the head itself. The head was returned for repair. The radio frequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.